Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was completely blank even after battery change. Customer's blood glucose was not reported. It was reported that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. According to the power management graph shows that the backup battery unloaded voltage and the loaded voltage functioned properly. The insulin pump was received with normal operating currents. No unexpected failed battery test alarm during our testing and verified the battery tube power connector is properly connected into the printed circuit board. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump had scratched case, pillowing keypad overlay, and minor scratched lcd window.